Event description:
It has been reported to co that during insertion, the end of the sheath frayed, and as the catheter was being introduced, the sheath kinked causing a hole which resulted in the wire going through the side of the sheath and not the end. Case was terminated due to extravasation. The pt is reported as fine and the device is being returned for co's analysis.